Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a cerebral angiography review + 3d + a-ball expansion in the brain + stent replacement procedure, the 4.5mm x 14mm enterprise® vascular reconstruction device (enc451412 / 11153593) was reported as could not be fully deployed when it arrived at the target position on segment 2 of the right middle cerebral artery (mca). It was reported that when the stent arrived at the target position, it was partially out of the sl-10® microcatheter (stryker) and became partially deployed. The physician pulled back on the microcatheter and aimed to the deploy the stent, but the stent did not deploy successfully. The stent was recaptured and withdrawn into the introducer without any issue into the microcatheter and the system (stent and microcatheter) was removed. The stent was replaced with another 4.5mm x 14mm enterprise® vascular reconstruction device (enc451412 / unknown lot) and the new replacement stent deployed successfully. It was reported by the sales rep that he found some conglutinated material on the four spots of the deployment position; the material was found post-used, after the stent was removed from the patient¿s body, it was supposedly thought that the material was from the introducer lining layer. The introducer did not appear damaged. There was no report of any patient adverse event or complication. The event did not result in any clinically significant delay in the procedure. The device was returned for evaluation; the investigational finding is documented below. Investigation summary: the non-sterile 4.5mm x 14mm enterprise® vascular reconstruction device was received contained in a pouch. Visual inspection was performed. The delivery wire and the stent were inspected and were both observed to be without any appearance of damage. The introducer was inspected and was found in normal and good condition. Microscopic inspection was performed. The stent was inspected through the introducer and was observed to be in good condition. The sales rep reported that he noticed some conglutinated material on the four spots of the deployment position after the stent was removed from the patient¿s body. It was speculated thought to be material from the introducer lining layer; the introducer did not appear damage. During the visual and microscopic inspection, no conglutinated materials were observed on the stent. The stent and the introducer were both observed in normal, good condition. Lake region medical performed a review of the device history records relative to the manufacturing, inspection and packaging of the lot 11153593. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The issue documented in the complaint that the 4.5mm x 14mm enterprise® vascular reconstruction device could not be fully deployed when it arrived at the target position on segment 2 of the right middle cerebral artery (mca) is specifically related to the procedure and is dependent on variables such as vessel tortuosity, interactions with concomitant device (sl-10® microcatheter), and the way the device was being handled / maneuvered by the physician. The product analysis lab cannot duplicate an environment that would facilitate the testing of the reported issue. There was no visible damage noted on the device. The reported issue that the stent could not be fully deployed at the target site could not be confirmed via functional testing as testing cannot be performed. The sales rep reported that he noticed that after the stent was removed from the patient¿s body, there were conglutinated materials on the four spots of the deployment position. They supposed the material to be from the introducer lining layer. However, during the visual and microscopic inspection of the device, no materials were found. In addition, both the stent and the introducer were observed to be free of any damage. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the reported event could not be determined. However, it is possible that clinical and procedural factors, including device manipulation / interaction, target lesion size vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported event. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 10/23/2019 and to report that the product was received by the product analysis lab on 10/25/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. [Additional information]: the healthcare professional reported that during a cerebral angiography review + 3d + a-ball expansion in the brain + stent replacement procedure, the 4.5mm x 14mm enterprise® vascular reconstruction device (enc451412 / 11153593) was reported as could not be fully deployed when it arrived at the target position on segment 2 of the right middle cerebral artery (mca). It was reported that when the stent arrived at the target position, it was partially out of the sl-10® microcatheter (stryker) and became partially deployed. The physician pulled back on the microcatheter and aimed to the deploy the stent, but the stent did not deploy successfully. The stent was recaptured and withdrawn into the introducer without any issue into the microcatheter and the system (stent and microcatheter) was removed. The stent was replaced with another 4.5mm x 14mm enterprise® vascular reconstruction device (enc451412 / unknown lot) and the new replacement stent deployed successfully. It was reported by the sales rep that he found some conglutinated material on the four spots of the deployment position; the material was found post-used, after the stent was removed from the patient¿s body, it was supposedly thought that the material was from the introducer lining layer. The introducer did not appear damaged. There was no report of any patient adverse event or complication. The event did not result in any clinically significant delay in the procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(4) performed a review of the device history records relative to the manufacturing, inspection and packaging of the lot 11153593. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a cerebral angiography review + 3d + a-ball expansion in the brain + stent replacement procedure, the 4.5mm x 14mm enterprise® vascular reconstruction device (enc451412 / 11153593) was reported as could not be deployed when it arrived at the target position on segment 2 of the right middle cerebral artery (mca). The physician pulled back on the sl-10® microcatheter (stryker) and aimed to the deploy the stent, but the stent did not deploy successfully. It was replaced with another 4.5mm x 14mm enterprise® vascular reconstruction device (enc451412 / unknown lot) and the new replacement stent deployed successfully. The complaint device was withdrawn into the introducer. It was reported by the sales rep that he found some conglutinated material in the four spots on the deployment position, it was supposedly thought that the material was from the introducer lining layer. There was no report of any patient adverse event or complication.